Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Red status indicator flashing and beeping. No patient involved.

Event description:
Red status indicator flashing and beeping. No patient involved.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history record for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 28th june 2011. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 17th july 2011 and performed to specification up to the 1st may 2016. On the 8th may 2016, the device failed the weekly auto self-test due to a low battery. Additional low battery fails were recorded up to the 15th june 2016. Later, on the 15th june 2016, information from the history log shows an increase in voltage which suggests a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully performed all subsequent weekly auto self-tests up to the 10th september 2017. On the 17th september 2017, the device failed the weekly auto self-test due to a low battery. Information from the history log shows a significant decrease in voltage from the previous successful self-test. No further log entries were recorded. A test pad-pak was inserted into the device and successfully passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. After further investigation it was found that the reported fault was caused by membrane failure due to moisture ingress, resulting in corrosion on the membrane tail. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.